Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. The reporter alleged that the pump emitted a call service alarm randomly. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 10/06/2014 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following: a review of the pump histories showed no activity related to the complaint was recorded. During testing, the pump performed the rewind, load, and prime steps with no alarms occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms occurring. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked from the grip pad to the case seal. Also unrelated to the complaint, evaluation revealed that there was moisture damage on the printed circuit board. The complaint that the pump emitted a call service alarm randomly was not able to be duplicated during investigation.